Event description:
It was reported that device entrapment occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. Imaging was activated and the catheter proceeded to wrap itself around the wire. The procedure was successfully completed with another of the same device. There were no patient complications.

Event description:
It was reported that device entrapment occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. Imaging was activated and the catheter proceeded to wrap itself around the wire. The procedure was successfully completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached and entangled with the guidewire. The guidewire was untangled from the catheter without resistance. Microscopic inspection revealed the guidewire exit port and tip were in good condition and that the imaging window was kinked, stretched and entangled with the guidewire. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Review of a picture provided by the site showed the device entangled with the guidewire.